Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results details did erroneous results occur? Yes, from molecular test only. Bd instrumentation performed as expected (instrument flagged pos for true positives). What result did the customer obtain from the bd product? Cpc, no yeast seen on gram stain - culture still ongoing. What result was the customer expecting to obtain: customer was not expecting c. Tropicalis. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? Yes. Treatment unknown. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Unknown. Number of patient(s) affected per material/bottle type. 1 patient. Were any erroneous results reported to the healthcare provider by laboratory personnel? Yes. What confirmatory testing was performed that determined the results were erroneous? Culture. Were any erroneous results reported to the doctors? Yes. If yes, were any patients treated based on erroneous results? Unsure. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown. Has this organism been reported and any treatment initiated based on this result? Yes. Why was this organism considered a contaminant? Yes. Was molecular testing performed from the sample in the bottle? Yes. Was any culture grown on media? Plated, but c. Tropicalis did not grow. If yes, what grew? Cpc, no yeast seen on gram stain - culture still ongoing. Please provide the lot number(s) per material/bottle type. Lot # 3003216. The number of bottles affected per material/bottle type. 1. Molecular fp wit c. Tropicalis.

Manufacturer narrative:
H.6 investigation summary: catalog: 442023; batch no.: 3003216. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Photos were not received. No returns available for lot # 3003216. Returned good samples received (lot # 2312448) were sent by mistake with no issues experienced. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results details did erroneous results occur? Yes, from molecular test only. Bd instrumentation performed as expected (instrument flagged) what result did the customer obtain from the bd product? Cpc, no yeast seen on gram stain - culture still ongoing. What result was the customer expecting to obtain: customer was not expecting c. Tropicalis. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? Yes. Treatment unknown. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Unknown. Number of patient(s) affected per material/bottle type. 1 patient. Were any erroneous results reported to the healthcare provider by laboratory personnel? Yes. What confirmatory testing was performed that determined the results were erroneous? Culture. Were any erroneous results reported to the doctors? Yes. If yes, were any patients treated based on erroneous results? Unsure. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown. Has this organism been reported and any treatment initiated based on this result? Yes. Why was this organism considered a contaminant? Yes. Was molecular testing performed from the sample in the bottle? Yes. Was any culture grown on media? Plated, but c. Tropicalis did not grow. If yes, what grew? Cpc, no yeast seen on gram stain - culture still ongoing. Please provide the lot number(s) per material/bottle type. Lot # 3003216. The number of bottles affected per material/bottle type. 1. Molecular fp wit c. Tropicalis.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.